Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 600 mg/dl. Blood glucose level readings mg/dl were 554 mg/dl and twenty minutes later went down to 498 mg/dl. Customer treated the high readings with manual injection and bolus through the insulin pump. Blood glucose level at the time of the call was 498 mg/dl. Customer has contacted their healthcare provider regarding high blood glucose. During troubleshooting, customer stated the quick release was not properly connected that might have caused the high readings. The insulin pump was not replaced or returned for analysis.